Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results on for two patients. The samples were repeated, and the results were normal. The following data was provided: customer¿s clinical decision: < /= 0.04 ng/ml sid (B)(6) initial result = 0.05 ng/ml; repeat result = 0.02 ng/ml sid (B)(6) initial result = 0.04 ng/ml; repeat result = 0.02 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 14257un23 and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance of lot 14257un23 was evaluated using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient median for 14257un23 are within the established limits. However, the cal f rlu mean for the lot 14257un23 was not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 14257un23. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot 14257un23. Acceptance criteria was met, which indicates acceptable product performance. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 14257un23 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results on for two patients. The samples were repeated, and the results were normal. The following data was provided: customer¿s clinical decision: < /= 0.04 ng/ml sid (B)(6) initial result = 0.05 ng/ml; repeat result = 0.02 ng/ml sid (B)(6) initial result = 0.04 ng/ml; repeat result = 0.02 ng/ml no impact to patient management was reported.